Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture and exchange. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as fold flaw opening. Cyst(s): unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, particles and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side rupture and exchange. Healthcare professional later confirmed rupture, confirmed via MRI. Healthcare professional later reported "few scattered cysts". Device has been explanted.